Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the tissue was visible in the helix. The outer insulation of the lead was extrinsically breached due to a cut. The analyst noted that the outer insulation was cute at 46.5 cm and the proximal conductor was distorted at that location. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead helix would not deploy during implant surgery. The physician removed the lead and successfully deployed the helix while the lead was outside the body. The lead was explanted and replaced. No patient complications have been reported as a result of this event.